Manufacturer narrative:
Manufacture¿s investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), revealed no device-related issues. A direct correlation between the device and the reported events could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable intact. The modular cable, sealed outflow graft, outflow graft bend relief, and apical cuff were not returned with the device. Examination of the inflow cannula revealed no evidence of any adhered depositions or thrombus formations. The cuff lock was unremarkable. The pump cover was properly secured to the motor housing. Examination of the textured blood-contacting surfaces of the interior of the pump cover revealed no evidence of any adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious scratches or defects. The pump cable was unremarkable upon visual examination. The log files submitted by the account and retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, "introduction," lists cardiac arrhythmia, bleeding, stroke, and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's ldh was 1,094. The family decided to withdraw care on (B)(6) 2023, and the patient passed away. The cause of death was a hemorrhagic stroke.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in intensive care on (B)(6) 2023. The patient had a hemorrhagic stroke with signs of brain death. The patient was taken for a head computed tomography (CT) which revealed large intraparenchymal hematoma with extension to the ventricles causing obstructive hydrocephalus and transependymal flow. There was no evidence of herniation but there was trace left-to-right midline shift. The patient's anticoagulation was put on hold. No surgery was recommended and a goals of care meeting was to be had with the patient's family as well as serial head CT scans.